Event description:
Reportedly this device was reporting lower and lower preasure.

Manufacturer narrative:
Evaluation summary: received one single flow-through edwards dpt with bonded gangmanifold. This dpt was part of the miriam manifold kit 25c from manufacture. The dpt zeroed and sensed preassured accurately but pressure readings were constantly decreasing due to a leakage at the dpt housing. Small leakage was found at the one-way stopcock to dpt housing uv bond. We have notified our manufacturing, quality assurance, marketing and regulatory personnel of this report. We will continue to monitor for trend.